Event description:
The aq5010v three piece silicone lens box was received empty and a comment on the laf card stated "malfunction of the shooter." No patient injury reported. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
No lens in unit carton. The laf and patient information cards were provided. (B)(4)

Manufacturer narrative:
Expiration date: unknown (B)(4) - no known consequences or impact to the patient. Delivery system failure. (B)(4).